Event description:
It was reported that the patient's right atrial (ra) had bent and caused insulation breach resulted in over-sensing of noise and pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
Fluoroscopy was performed which revealed no insulation breach.